Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
During a spinal procedure, the neuromonitoring system would not display any free-run emg activity. The system was switched out to continue the case successfully. No patient injury was reported.